Event description:
Recently had a second total knee revision on (B)(6) 2024 the recovery has been several infections only to find out 2/13/2025 by orthopedic doctor the part is failing (part name medecta.)